Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging a fading display issue with her onetouch ping enhanced meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue first started ¿about 3 months¿ prior to contacting lfs and had happened ¿about 3-5 times¿ since. She reported that the meter¿s display faded and was difficult to read in bright sunlight. The patient manages her diabetes with insulin (self-adjuster). As a result of the fading display, the patient alleged she could not see her blood glucose results and ¿did not know her sugars¿. She denied making any changes to her usual diabetes management routine as a result of the alleged issue. She reported that usually within an hour of the issue occurring, she developed symptoms of ¿dizziness, nausea and throwing up¿. She denied receiving any treatment for her symptoms and no medical intervention was specified. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and based on the information provided there had been no misuse of the product. The issue remained unresolved. The patient reported that she had a backup meter. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged fading display issue remained unresolved at the time of troubleshooting.